Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02275 for a description of the other device. It was reported to boston scientific corporation that two speedband superview super 7 ligator devices were used during an esophageal banding procedure. According to the complainant, during the procedure, the bands came off the cap slowly on two devices. The nurse believes that the bander was not placed on the scope properly, which may be why they did not come off fast enough. No patient complications were reported as a result of this event. At the conclusion of the procedure, there were no reported issues regarding the patient's condition.